Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer). Exemption number: e2014012. Manufacturing site evaluation: samples received: we have not received samples for the investigation of this incident. Preliminary analysis: stock review: the review of the available units was made and to date we do not have units in stock of this product code and batch number. Quantity produced / imported: (B)(4) units of this product code and batch number were produced distributed quantity: the traceability of the product was verified and it was identified that the units were sold to 37 different customers, located in cities such as (B)(6). Background: the review of the product's background was performed and to the date, we do not have additional reports related to this product code / batch. Analysis of the sample: as we have not received any sample, it is not possible to perform an analysis that leads us to determine the possible cause that generated this incident. As a result, a detailed analysis cannot be carried out, in order to determine whether the product meets the specifications or not, therefore we consider this incident as not confirmed. Batch record review: when reviewing the manufacturing records of the batch, there are no deviations, nor anomalies in the controls nor in the release of the product. If this problem occurs again, please inform us and provide the sample that evidences the defect reported. Your report is very valuable to us, because it allows us to improve continuously. Conclusions: without samples, it is not possible to perform a detailed analysis to know if the product meets specifications or not, therefore it is consider this incident as not confirmed. Actions: no corrective/preventive actions are required regarding to this complaint. However, this report is recorded for trend analysis.

Event description:
Country of complaint: colombia it was reported that thread broke during surgery.